Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dysmenorrhoea ("painful periods"), dyspareunia ("pain with sex"), arthralgia ("severe joint pain") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dysmenorrhoea, dyspareunia, arthralgia and headache outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, pelvic pain and rash to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, rash, swelling nos, foggy feeling in head, endometriosis, hypertension since 2010, hypothyroidism since 2010, obesity, chronic cervicitis, pain in hip, back pain and gerd since 2008. Concomitant products included amlodipine since 2010, docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), levothyroxine since 2010, pantoprazole since 2010, sertraline since 2005 and valaciclovir (valacyclovir) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods / dysmenorrhoea (cramping)") and dyspareunia ("pain with sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain"), feeling abnormal ("neurological conditions or problems type: brain fog") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: I wasn't able to wear my jewelry"). On (B)(6) 2016, the patient experienced migraine ("migraines increase in frequency and intensity") and tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced skin disorder ("rashes or skin conditions type:calloused itchy spots (event split for coding)") with pruritus. On an unknown date, the patient experienced rash ("skin rash, unexplained on fingers and hands"), headache ("headaches"), mass ("rashes or skin conditions type: unknown - hive like bumps") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, feeling abnormal, fatigue and abdominal pain lower had resolved, the vaginal haemorrhage, menorrhagia, rash, arthralgia, allergy to metals, mass, skin disorder and tooth disorder outcome was unknown and the headache and migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, mass, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: normal appearance of the essure micro inserts with occlusion of both fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, pelvic pain, joint pain". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, depression, rash, swelling nos, foggy feeling in head, endometriosis, hypertension since 2010, hypothyroidism since 2010, obesity, chronic cervicitis, pain in hip, back pain and gerd since 2008. Concomitant products included amlodipine since 2010, docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), levothyroxine since 2010, pantoprazole since 2010, sertraline since 2005 and valaciclovir (valacyclovir) since 2010. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods / dysmenorrhoea (cramping)") and dyspareunia ("pain with sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced arthralgia ("severe joint pain"), feeling abnormal ("neurological conditions or problems type: brain fog") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: I wasn't able to wear my jewelry"). On (B)(6) 2016, the patient experienced migraine ("migraines increase in frequency and intensity") and tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced skin disorder ("rashes or skin conditions type:calloused itchy spots (event split for coding)") with pruritus. On an unknown date, the patient experienced rash ("skin rash, unexplained on fingers and hands"), headache ("headaches"), mass ("rashes or skin conditions type: unknown - hive like bumps") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, feeling abnormal, fatigue and abdominal pain lower had resolved, the vaginal haemorrhage, menorrhagia, rash, arthralgia, allergy to metals, mass, skin disorder and tooth disorder outcome was unknown and the headache and migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, mass, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: normal appearance of the essure micro inserts with occlusion of both fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, pelvic pain, joint pain". Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received : lot number added. New events - " abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction type: jewelry, rashes or skin conditions type: unknown - hive like bumps and calloused itchy spots (event split for coding), migraines, dental problems, brain fog, fatigue, lower abdominal pain " were added. Outcome of events" dysmenorrhea, pain, painful sex, fatigue, brain fog" were updated as recovered and migraine, headache were updated as recovering. Patient and product information were added. Patient aka name was added. Concomitant drug and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dysmenorrhoea ("painful periods"), dyspareunia ("pain with sex"), arthralgia ("severe joint pain") and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dysmenorrhoea, dyspareunia, arthralgia and headache outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, headache, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 11-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 932159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension since 2010, hypothyroidism since 2010, gerd since 2008, anxiety, depression, rash, swelling nos, foggy feeling in head, endometriosis, obesity, chronic cervicitis, pain in hip and back pain. Concomitant products included amlodipine since 2010, docusate sodium (colace), hydrocodone bitartrate; paracetamol (norco), ibuprofen (motrin), levothyroxine since 2010, pantoprazole since 2010, sertraline since 2005 and valaciclovir (valacyclovir) since 2010. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("painful periods / dysmenorrhoea (cramping)") and dyspareunia ("pain with sex / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced arthralgia ("severe joint pain"), feeling abnormal ("neurological conditions or problems type: brain fog") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: I wasn't able to wear my jewelry"). In (B)(6) 2016, the patient experienced migraine ("migraines increase in frequency and intensity") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced skin disorder ("rashes or skin conditions type:calloused itchy spots (event split for coding)") with pruritus. On an unknown date, the patient experienced rash ("skin rash, unexplained on fingers and hands"), headache ("headaches"), urticaria ("rashes or skin conditions type: unknown - hive like bumps"), abdominal pain lower ("lower abdominal pain"), spinal osteoarthritis ("degenrative chnages in back") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, feeling abnormal, fatigue and abdominal pain lower had resolved, the vaginal haemorrhage, menorrhagia, rash, arthralgia, allergy to metals, urticaria, skin disorder, tooth disorder, spinal osteoarthritis and arthritis outcome was unknown and the headache and migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, arthralgia, arthritis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, spinal osteoarthritis, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: normal appearance of the essure micro inserts with occlusion of both fallopian tubes. Total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, pelvic pain, joint pain, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as arthritis and degenerative changes in back. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.